Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that there is a problem with the front panel on the delta monitor. A pop-up of the discharge screen appears and the main menu key is not working. There was no pt injury reported. (B) (4).